Event description:
It was reported that approximately four year post initial right total hip arthroplasty, the patient was revised due to chronic pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated medical devices: arcos 14x190mm spl tpr dist; item# 11-300914; lot# 187760. Arcos con sz b hi 70mm; item# 11-301332; lot# 556460. Act artic e1 hip brg 28x46mm; item# ep-200152; lot# 956960. Cable ready grip inst set; item# 00223200000; lot# 64736546. G7 screw 6.5mm x 20mm; item# 010000997; lot# 6465838. G7 screw 6.5mm x 30mm; item# 010000999; lot# 6637710. G7 screw 6.5mm x 35mm; item# 010001000; lot# 6615747. G7 osseoti multihole 58mm g; item# 110010267; lot# 6789420. G7 dual mobility liner 46mm g; item# 110024465; lot# 493660. G2: foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the provided picture confirms a ceramic head located within a g7 dual mobility liner. Nothing further can be gained regarding the event from the photograph regarding the ceramic head. A review of the device manufacturing records confirmed no abnormalities or deviations. One radiograph was provided and not reviewed by a radiologist because it was not possible to correlate the undated image with the event. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.